Manufacturer narrative:
Isi has requested the force bipolar instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the device logs for the force bipolar (part number 471405-06/ lot number k10220502-0145) associated with this event has been performed. Per this review of the logs, the force bipolar was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 11 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument would not release grip and the instrument release key (irk) was used without success. The instrument had to be forced open with another instrument. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument would not release grip. The instrument release key (irk) was used without success. The instrument had to be forced open with another instrument. The procedure was completed with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information on 24-august-2022. The force bipolar instrument was inspected prior to use and had no issues. The surgeon was grasping the tissue near the spermatic cord when the issue occurred. The instrument was stuck on tissue and the system did not have a fault at the time. The irk was used with no success. The issue was resolved when the instrument was forced apart with robot scissors. There was no unexpected tissue removal or bleeding. The system was not in strong grip mode and was completed as intended with another bipolar instrument.

Manufacturer narrative:
Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and completed the evaluation. Failure analysis (fa) could not confirm nor replicate the reported complaint. Fa found the instrument grips to be aligned. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected.